Event description:
The device was explanted and returned to the MFR for analysis, stating infection at implant site approximately one month after implant. Add'l info was requested from the physician. The hcp reports the pt presented for follow-up three days after implant, with signs of infection that included fever, redness, swelling, drainage, pain and incisional wound opening. Perioperative antibiotics were administered and the pt does not have meningitis. The primary location of the reported infection was the device pocket; the lumber region was also indicated. It is unk if a culture was obtained. The device was placed in 2006. Treatments instituted for the reported infection include IV antibiotics and the pt realized total device system explant twenty days later. The pt outcome was reported to the MFR in 2007; the infection is ongoing. Additional info received from the hcp indicates "the pt had a previous spine surgery in the distant past with severe infection."

Manufacturer narrative:
Preliminary device analysis was not complete at the time of this report. A follow-up report will be sent when product eval has been completed.